Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During preparation of the mitraclip, the cds was de-aired successfully. While transferring the cds onto the implant table, the shaft and dc-handle was brought into a vertical position and air bubbles were identified within the dc shaft. Then the cds handle was moved in the vertical position and translated four times before no air was visualized. During the procedure, the mitraclip ntw was successfully implanted. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.